Manufacturer narrative:
The initial reporter, (B)(6), confirmed that the pt is doing well with no complications following surgery. (B)(6) was unable to quantify the number of cases in which the instrument, a 5mm laparoscopic grasping forcep, had been used or the number of times it had been reprocessed prior to the (B)(6) 2006 event. The instrument was shipped from endoplus to (B)(6) medical center on (B)(6) 2005. The complaint sample was disassembled and the actual components were visually inspected. The event was caused by the sheering of a rivet which connects the actuating rod to the links. Inspection of the broken rivet, which was recovered from the surgical field, did not reveal visual abnormalities. Inspection of the unbroken actuating rod and links, which had been connected by the broken rivet, did not reveal visual abnormalities. Complaint history records revealed no prior incidents of rivet failure between the actuating rod and the links. Device history records, including material specs for the rivet were reviewed and there were no reports of nonconformance. Samples of on-hand inventory were dimensionally inspected and found to be in spec. As a result of this investigation, complaint history and DHR review, endoplus believes this to be an isolated incident.

Event description:
Event description: during a laparoscopic cholecystectomy, the endoplus blunt grasper broke while inside the pt. Surgeon removed the instrument, inspected the surgical field with a camera and removed a small black speck of metal. No other foreign objects were noted with the camera. A cholangiogram was taken and no foreign objects were viewed on x-ray. Procedure was completed without complications and pt was discharged home in stable condition on post-op day 3. Broken device and metal speck were saved. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).